Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: "warning: after use, the product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Single use only. Do not resterilize. For urological use only. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got an infection and nothing in the foley catheter kit was sterilized, also not safe to use for a patient. The foley catheter kit packaging indicated that not all items were sterile. Now the customer knew why urinary tract infection infections were on the rise, due to these products and elderly people may struggle more with the urinary tract infections. These could be prevented if everything was sterile. There was no way anything was sterile in the tray, and this was supported by the sticker in the labeling. Also only had four unopened kits, might be available for investigation. It was unknown what medical intervention was provided for the urinary tract infection at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got an infection and nothing in the foley catheter kit was sterilized, also not safe to use for a patient. The foley catheter kit packaging indicated that not all items were sterile. Now the customer knew why urinary tract infection infections were on the rise, due to these products and elderly people may struggle more with the urinary tract infections. These could be prevented if everything was sterile. There was no way anything was sterile in the tray, and this was supported by the sticker in the labeling. Also only had four unopened kits, might be available for investigation. It was unknown what medical intervention was provided for the urinary tract infection at this time.